Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized with an elevated blood glucose (bg) level of "almost" 700 mg/dl. Cause of bg level was not known. Reportedly, customer was discharged 2 days later. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.